Event description:
Unomedical reference number (B)(4). Event occurred in the united states, it was reported that on (B)(6) 2024, the five infusion set was leaking at site and infusion set is used for couple of hours. The blood glucose level was 450 mg/dl, and it is addressing the issuing due to correction injection via mdi. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 5.